Event description:
It was reported to medtronic minimed that the customer noticed an open book image and no display on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the critical pump error, explained that when pump performed safety checks and an error was found. Troubleshooting was performed for display issue, customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found two in the detailed trace, pump error 63 alarm (variable: 15)(file ID: 2017, line ID: 147) first on 06/29/2025 at 06:51:41.000, second on 06/29/2025 at 06:51:52.000 and third (file ID: 2017, line ID: 147) unknown, time, date and variable info according to the error log dump in the adapt tool. Pump was cut open to perform visual inspection and found moisture on the electronic assembly, vibrator, battery tube, motor, force sensor and internal battery. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, broken belt clip rails, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 63 alarm. Pump error 63 alarm found in the detailed trace and in the error log dump due to moisture damage on the electronic assembly. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.